Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) declared the battery depleted (bd) error due to excessive magnet application. The patient had underwent a surgical procedure so a magnet was placed over the s-ICD. The magnet did not get removed after the surgery and was on the s-ICD for three days. The longevity calculation of the s-ICD battery was expected to return to what it was before excessive magnet application. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Review of memory download saw magnet application throughout the day before the reported battery depletion (bd) alert. The battery depletion alert was due to excessive magnet applications. The battery recovered and testing noted the device operated normally.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) declared the battery depleted (bd) error due to excessive magnet application. The patient had underwent a surgical procedure so a magnet was placed over the s-ICD. The magnet did not get removed after the surgery and was on the s-ICD for three days. The longevity calculation of the s-ICD battery was expected to return to what it was before excessive magnet application. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD declared another bd error and emitted tones due to excessive magnet application during a vascular procedure. Ts was contacted, and ts discussed that the longevity estimations would recover. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) declared the battery depleted (bd) error due to excessive magnet application. The patient had underwent a surgical procedure so a magnet was placed over the s-ICD. The magnet did not get removed after the surgery and was on the s-ICD for three days. The longevity calculation of the s-ICD battery was expected to return to what it was before excessive magnet application. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD declared another bd error and emitted tones due to excessive magnet application during a vascular procedure. Ts was contacted, and ts discussed that the longevity estimations would recover. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) declared the battery depleted (bd) error due to excessive magnet application. The patient had underwent a surgical procedure so a magnet was placed over the s-ICD. The magnet did not get removed after the surgery and was on the s-ICD for three days. The longevity calculation of the s-ICD battery was expected to return to what it was before excessive magnet application. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD declared another bd error and emitted tones due to excessive magnet application during a vascular procedure. Ts was contacted, and ts discussed that the longevity estimations would recover. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted and replaced. No additional adverse patient effects were reported.